Event description:
This report is being filed upon notification from our x-ray MFR, to submit this event that occurred in another country. Problem: the automatic collimator (nicol v3) of this x-ray system fell off the system during examination of a pt. The pt's face was hit by the collimator; and suffered a laceration.